Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument had incorrect closure of the clip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the medium-large clip applier failed while surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unexpected motion of the clip applier while attempting to clip. The issue was resolved by replacing the instrument with a backup.